Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not flush and the customer could not get blood return. There was no reported injury to the patient.

Manufacturer narrative:
Additional information. Section d - device available for eval. From: yes. To: no. Section h - evaluation method codes added: device discarded; 4115. Added historical data analysis; 4109. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not flush and the customer could not get blood return. There was no reported injury to the patient.